Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via the contralateral common femoral approach, the helix of the device was allegedly fractured while operating the device. It was further reported that four centimeter of the helix came out of the catheter and remained in the wire. Reportedly, the broken helix was retrieved from the patient body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. Also, no images/videos were provided for review. The user provided report contains information regarding helix break. Due to no sample received the reported malfunction of helix break can not be confirmed. Therefore, the investigation is inconclusive for the reported helix break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via the contralateral common femoral approach, the helix of the device was allegedly fractured while operating the device. It was further reported that four centimeter of the helix came out of the catheter and remianed in the wire. Reportedly, the broken helix was retrieved from the patient body. The procedure was completed using another device. There was no reported patient injury.